Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm diameter abdominal aortic aneurysm. It was reported that during a 2 year follow up CT scan a type ia endoleak was detected. Per the physician, the cause of the event cannot be determined. An endurant cuff and 10 endoanchors were implanted during a secondary intervention procedure 6 weeks later. It was reported that 10 endoanchors were used in the bifurcate and after the cuff was placed a further 3 endoanchors were placed to try to resolve the type ia endoleak. The type ia endoleak was reduced significantly but failed to resolve. No additional clinical sequelae were reported, and the patient will be monitored.